Event description:
It was reported that the customer had a differences between sensor glucose and blood glucose readings. Customer had a blood glucose level of 128 mg/dl and their sensor glucose reading was low. Customer stated that it triggered a threshold suspend alarm and she restarted the basal. Customer's sensor glucose value was 65 mg/dl. Customer was advised to calibrate the system to get it back on track. Sensor was responding to changes of the glucose. The threshold suspend alarm was not cleared out all the way and the calibration did not go through. Customer removed the sensor. Sensor will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.